Event description:
The patient had an asystolic arrest with a short run of v-fib. Attempted to defibrillate at 200 joules without discharge. A low battery light was shown after several attempts to push the buttons for defibrillation. The defibrillator was plugged in without continued discharge. The yellow latch was in the up position per user. The patient expired.